Event description:
It was reported that the customer overdosed/stacked insulin leading to a low blood glucose (bg) level. The customer's bg level subsequently decreased to 49 mg/dl to below 70 mg/dl. Customer consumed carbohydrates, juice, crackers and a protein bar to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overdosed/stacked insulin leading to a low blood glucose (bg) level. The customer's bg level subsequently decreased to 40 to below 70 mg/dl. Customer consumed carbohydrates, juice, crackers and a protein bar to address bg.